Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 7278 implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that there was a potential undersensing on the atrial lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.